Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard keys were not responded and application was minimized. The technical support specialist connected remotely to station and performed a proper reboot of the station. After reboot, verified that the station application launched successfully and was displayed in full screen. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the keyboard, some keys were not responding. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another pyxis station, that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.